Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "scope of application: disposable sterile catheter for children and adults to discharge urine from the bladder. Note: this product contains natural latex that may cause an allergic reaction. Sterility is guaranteed only when the package is not opened or has not been damaged. Warning: do not use ointments or lubricants containing vaseline ingredients. These products will damage the latex and may cause the balloon to burst. It is forbidden to pump urine through the wall of the urination funnel. Single use only. Repeat sterilization is prohibited. For urinary use only. Please check the product for incompleteness or surface wear before use. Type of valve: inline syringe. Do not use the needle. The correct way to shrink the balloon: gently insert the syringe into the valve of the catheter. Do not use excessive force when the syringe is ¿pierced¿ into the valve. If the contraction is found to be slow or not at all, the syringe should be gently reset. If necessary, the balloon can only be contracted by gentle suction. Forced suction may cause the inflation lumen to collapse. If the hospital's operating specifications permit, the valve can be shut off. If the operation fails, the professional who has received sufficient training should be consulted in accordance with the relevant regulations of the hospital's operating regulations. Once the balloon has ruptured, care should be taken to ensure that all balloon fragments are removed from the patient. Storage: the catheter should be stored at room temperature and away from direct sunlight, preferably in the original box. Note: (us) federal law restricts the device to be sold or ordered only by a physician."

Event description:
It was reported that the catheter came out of the patient naturally with a burst balloon, this occurred 1 day after placement.